Event description:
An alarm was reported by the customer due to an occlusion event earlier in the day. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge before resuming insulin. Further assistance was requested for recurring occlusion issues.